Event description:
It was reported that during a therapeutic appendectomy procedure, the tissue pad at the tip fell off into the patient's appendix area when the sb-0535fc- sonicbeat was activated. The fallen piece was collected with the aid of forceps. The procedure was completed after replacing the device with a new one (olympus back-up) of the same model number. The procedure was prolonged by 2-3 minutes, including the time required to replace the device and collect the fallen piece. No additional anesthesia was administered. There were no health hazards to the patient.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: b5, d8, d9, g1, h2, h3, h6, h11. The device was returned to olympus and the reported failure was not confirmed. Upon inspection of the subject device, the tissue pad was found to be worn out, partially peeled off and partially torn away.however, no loose fragments were returned. The tissue pad was worn out, partially peeled off and partially torn away. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely cause of the reported issue is the following: 1) due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was worn, partially peeled off and torn away. 2. The tissue pad was fell off because the pad added pulling load. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information provided from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to the following fields. Corrected fields- d4 and h4. Update field: g1.